Event description:
An ascension pip device (2 component) was implanted into trauma pt's right index pip joint in australia. Five weeks later, aoi learned of "creaking on movement" of the implanted joint. Attempts were made to gather more information. In june, aoi learned that the "squeaking" resolved. Pt did not complain of any pain or discomfort when joint was moved. However, prosthesis was removed, as it was "clinically thought to be infected". Surgeon reported that prosthesis had not integrated with the bone matrix and fell out of joint cavity during revision surgery.